Manufacturer narrative:
The reported events of noise, loose header, and low impedance were not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise resulting in automatic mode switch (ams) episodes and low pacing impedance were noted on the right atrial (ra) and right ventricle (rv) channels. During physical inspection, loose header was noted on the patient's pacemaker (pm). The pm was explanted and replaced with a new pm. There were no complications and patient was stable.